Manufacturer narrative:
Bci customer technical support (cts) advised the customer to inspect the reagent syringe for leaks and bubbles, and to tighten all reagent probes and syringe fittings. The cts also instructed the customer to replace reagent syringe plunger but the issue was not resolved. Bci field service engineer visited the site on (B)(4) 2011. The fse replaced and calibrated reagent probe a level sense bead to resolve the issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. The customer stated that the instrument was giving level sense error with reagent probe a and the reagent tray well filled with liquid. There was no effect to patient or user.